Event description:
It was reported that the pump touch screen had lines blocking the display of the pump. There was no adverse impact to customer¿s blood glucose level. The customer reverted to an alternate method insulin therapy.